Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.